Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "really bad rupture, small leak and the other side is "totally obliterated" but unsure of which". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "small leak". Healthcare professional later reported "silicone bleed only, but no frank rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Clarification to h6 adverse event problem: as the healthcare professional indicated there was no rupture and "silicone bleed only", un-reporting a0412 material rupture. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ gel bleed: not observed since no gel is out of the device and the weight is within specification. None of the other observations performed during the device analysis (deformation) is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.